Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a different box of cartridges, successfully loading the cartridge, and resuming insulin delivery. Additionally, technical support approved sending a 10-pack of cartridges to address previous issues with leaking cartridges.